Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified a fold crease, wear abrasion, a linear sharp opening in the same location of the crease on the posterior side, brown particles in fill channel, and yellow particles in inner shell. Fill inspection test was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp crease opening assessed as a fold flaw opening. Additional, corrected, and/or changed data: b.5, d.4, d.7, d.10, g.1, h.3, h.4, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Healthcare professional confirmed deflation. Device remains implanted.